Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to customer's blood glucose level. Customer will continue to use the pump for insulin therapy, but will revert to an alternate method if needed.